Event description:
A potential product issue has been reported with our artiste linear accelerator. In the abundance of caution this issue is being reported. During performing an update (B)(4), it was discovered that the cam disc (B)(4) (called also as arresting plate) was not installed. There was no mistreatment or injury reported. Preliminary assessment is described. Corrective action decision is pending final investigation results.

Manufacturer narrative:
The preliminary risk assessment indicates: severity: 3 (critical) this issue has been detected while performing ui (B)(4). Worst case: if the belt breaks while the gantry position is in the range of 100 to 260 degrees (worst case: 180 degrees), the patient may be hurt by the mvpp running uncontrolled down and may hit the patient and may cause a serious injury. Probability: b (improbable) the missing plate will be detected while performing the ui. The ui is nearly completed (92%) and this is the first time that we heard about a missing plate. No other products are affected.